Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent post-sensed t-wave oversensing due to small r-waves amplitude was noted. P-wave undersensing was also observed. No intervention was performed as the patient was asymptomatic and will continue to be monitored.